Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed button error, had some damaged, and drained batteries quick. Troubleshooting was performed for button error. Customer's mother didn't know the customer's blood glucose level. She stated the device was exposed to high humidity. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to perform operating currents or verify the low battery alarm due to the unresponsive buttons. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.